Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing and the buttons were unresponsive. The customer's blood glucose was 108mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump operating currents where within specifications. No unexpected blank display noted. All buttons functioning properly. However, corroded trace noted during visual inspection. Unit was tested with a test keypad and no frozen screen noted.